Event description:
It was reported that the pressure tubing tip broke inside the transducer stopcock during use. No pt complications reported.

Manufacturer narrative:
Device was not received for evaluation.